Manufacturer narrative:
Additional/changed and/or corrected data : a.2, b.5, b.6, d.4, d.6a, g.2, h.4, h.6.

Event description:
Healthcare professional reported events occurred on the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported via regulatory agency unknown side "crisis several days duration with high continuous pain, with jab feeling around the implants, which did not disappear with anti-inflammatories", and seroma. Patient also reported "muscle pain" and "fever"; these are not device related. Device remains implanted.